Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the insulin pump was stuck in a rewind loop. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s wife reported that they are stuck in a rewind and prime loop. Inquired what led up to the complaint. The customer¿s wife reported that they had been having issues with the rewind prime process. As soon as they complete the rewind process it asks her to rewind again, the process has been completed twice and it is asking her to rewind the pump again. The customer did not try to deliver a bolus while in the rewind and fill tubing process after sending blood glucose to pump via meter. The customer was not able to esc to the status screen. During troubleshooting for prime and rewind anomaly the pump did not exit the rewind complete and bolus delivery loop and completed the fill tubing process successfully. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The device was received with all operating currents within specification and passed functional testing including the rewind, unexpected error, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected rewind anomalies were noted. Motor passed the motor test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.